Event description:
The following was reported to hamiton medical ag: device will not charge battery or power on. Customer is unable to provide software version due to inability to power on the device. No event logs provided. No health consequences or impact. No patient involvement reported

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamiton medical ag: device will not charge battery or power on. Customer is unable to provide software version due to inability to power on the device. No event logs provided. No health consequences or impact. No patient involvement reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).